Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the scroll bar was not moving with no input. The customer¿s blood glucose level was 160 mg/dl at the time of incident and other blood glucose level was 130 mg/dl and 121 mg/dl and 123 mg/dl. Customer also stated that numbers are not ramping on their own and the red light was flashing when it was beeping. Advised the pump will need to be replaced and to discontinue use of the pump and revert to backup plan. The insulin pump will not be returned for analysis.